Manufacturer narrative:
Correction: additional investigation determined no product problem or deficiency caused or contributed to a adverse event, hence this complaint is deemed non reportable. The initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2023-03962 was submitted in error and is hereby retracted.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft for descending aortic aneurysm. During the initial procedure, a slight proximal type I endoleak was observed. The endoleak was monitored. On an unknown date, aneurysm enlargement was observed. On (B)(6) 2023, the patient underwent reintervention. The additional stent grafts were deployed to extend the device proximally and distally. A type ii endoleak was confirmed, but no further treatment was performed. The patient tolerated the procedure. The physician stated as follows: a type ii endoleak was also considered, but an angiography on (B)(6) seemed a distal type I endoleak, so additional treatment was performed.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.